Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system  controller d4: model #:  1420 / catalog #:  1420 / expiration date: unknown / serial or lot#:  (B)(4) d9: no h3: no h4: mfg date: unknown h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed that the ventricular assist device (vad)  exhibited low flow alarms.  It was also confirmed that the controller had exhibited a controller fault alarm due to a depleted internal battery.  The alarm was subsequently permanently muted and silenced. The controller and vad remain in use.  No patient complications have been reported as a result of this event.